Manufacturer narrative:
(B)(4).

Event description:
Customer called to report a leak from the modular chemistry (mc) sample probe obstruction detection device of the unicel dxc 800 synchron system. Customer stated that the leak was contained to the sample wheel cover, and described the leak as distilled water. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) assisted customer via telephone with troubleshooting the instrument issue; however, the issue required onsite service. The field service engineer (fse) inspected the instrument and replaced the modular chemistry crane clot detector, which resolved the issue. The fse then confirmed that calibration and quality control results recovered within specification. The fse verified instrument performance to ensure that the repairs and services performed effectively resolved the instrument issue.